Event description:
Procedure: laparoscopic pyeloplasty. According to the reporter: the fan retractor hinge plastic support tips broke/snapped off. No mention was made of excess force used during case. When damage was noticed at end of the case the unit was removed and all parts that could be found were retrieved. Pt was x-rayed and cleared. Pt outcome: no pt harm.

Manufacturer narrative:
(B)(4).